Event description:
The customer has reported that during the breast biopsy the error code of l3-018 appeared on the lcd screen. The holster was disconnected from the scm12 for evaluation. Upon turning unit on the screen cleared. Return to procedure and the system gave the l4-003 error code.